Event description:
It was reported that the hoffmann ii rod to rod coupling cannot be cleaned properly. The customer further reported that because the product cannot be disassembled, the central sterile service staff cannot verify if the product is clean.

Manufacturer narrative:
Additional info received indicated that the product is not available as this is a general complaint. The item has never been used, as it is part of a new set. Every product is assessed, before entrance to the hospital is allowed. The issue for the customer is that the product cannot be disassembled. A supplemental report will be submitted upon completion of the investigation.